Manufacturer narrative:
The returned device was evaluated. Inspection found the reported issue was able to be duplicated. Upon inspection, leak was found on the device due to deep cut on the probe unit. Cracked glue on the bending section cover was observed and play in the control knobs were determined. Peeling on objective lens and light guide were observed. One (1) broken element was noted on the um (ultrasound image) and peeling, scratches were observed on the cord based on evaluation findings the reported issue was identified to be due to deep cut on the probe. The probable cause of the failure and other defects found could be attributed to use handling and or maintenance issue. This report will be supplemented accordingly following investigations.

Event description:
It was reported that the device leaks water while the balloon is being placed . The issue occurred during preparation for use. There was no patient involvement, no user injury reported due to the event

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, from the manufacturing year of the subject device, it is likely the phenomenon caused by aging deterioration. It was presumed that the phenomenon occurred due to an external force was applied to the relevant part by strongly squeezing it while the device was normally used including re-processing. As stated on the IFU (instruction for use) the user manual states: inspection of the endoscope: inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, sagging, deformation, excessive bending, protruding objects or other irregularities. Olympus will continue to monitor complaints for this device.